Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Deep cracks were observed on the top and bottom housing of the pod, confirming the reported event of pod outer shell damage. Inspection of the device along with the data suggest that the cracks had no effect on insulin delivery. No evidence of fluid entering the pod through the cracks was seen inside the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 362 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, the parent changed out the pod and patient drank water. The ketones were negative.